Event description:
Customer reported receiving an imprecise reading on precision qid blood glucose meter. The meter reading obtained was 80 mg/dl and compared to the laboratory result of 42 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the result fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. There was not report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned meter (B)(4) and test strips with serial number 97062. The complaint was not confirmed and no new issues were observed. All results were within the range of specification, the standard deviation was within specification and no errors were observed during control solution testing.